Event description:
The 6 mm x 15 cm trufill dcs orbit (638cf0615/13375861) coil fractured during manipulation when attempting to insert into an anterior communicating (acom) aneurysm using an excelsior sl10 preshaped c boston scientific microcatheter (mc). The event occurred during withdrawal for repositioning in the aneurysm. An attempt was made to pull the coil out with a snare (ev3) and micro guidewire. The entire coil was not removed and an enterprise vrd was used to treat the fractured coil. Post procedure medical therapy included tirofiban. It was reported that immediately after the procedure, the pt seemed "sound"; however, during recent f/u angio, abnormal vessel occlusion was found. It was reported that it is unk if the enterprise was involved in the vessel occlusion. It is not known if there was resistance during repositioning prior to the event. The mc was not re-shaped prior to use, a continuous flush was maintained through the mc. It was reported that there was no resistance during advancement of the coil through the md; however, it was indicated that there was resistance at the distal shaft. No further info has been obtained.

Manufacturer narrative:
A review of the mfg documentation associated with the final assembly lot 13375861 and coil subassembly lot 13353891 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established mfg requirements including inspection results test. It was reported that the orbit coil fractured during manipulation to reposition. The instructions for use (IFU) precautions that if coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise, the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. Never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Although no conclusion can be made regarding the coil fracture, it is possible that procedural factors contributed. Based on the limited info regarding the reported vessel occlusion, no conclusion can be made regarding the relationship to the device or pt/pharmacological/procedural factors that may have contributed to the reported vessel occlusion. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2009-00205.